Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unknown), the device inappropriately displayed an "attach pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired. After the patient event, the device did not detect the attached electrode pads and failed for high impedance.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device data files were provided. The customer's report of "attached pads" message, was not confirmed in the logs. A rescue may not have been recorded within the log if the device did not detect a valid patient impedance. The customer's reports of "unable to recognize pads and high impedance" were observed during review of the device data logs. A high patient impedance may be detected due to poor continuity between the electrode pads and the patient's skin. This could not be firmly established as the device is not expected to be returned, root cause analysis could not be performed. The electrode pads used were not available as part of this investigation. Analysis of reports of this type has not identified an increase in trend.